Event description:
Initial reporter indicated that their programming wand had "multiple communication problems, they had changed the battery, but the event did not resolve." The programming wand was returned for analysis. The serial data cable, which produced communication errors, had intermittent conductors. A known good bench serial data cable was substituted and all communications errors cleared.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.